Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to a high blood glucose on (B)(6) 2017. The customer reported no delivery alarms. The blood glucose value at the time of admission 600 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with manual injection and intravenous fluids during hospitalization. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshoot the issue. The insulin pump will not be returned for analysis.